Event description:
Additional information was received from the neurologist's office. It was indicated that the replacement was due to the reported patient pain and migration. The pain was stated to be due to the placement of the device and not vns stimulation. The physician stated that he does not feel that the device migrated and that it was patient opinion only. There was no known trauma or manipulation that occurred that may have caused the migration. No additional or relevant information has been received to date.

Event description:
Clinic notes for patient referral for replacement were received. Notes stated that the patient complains of pain at the site of the vns generator. The patient also feels that the device has migrated. It was noted that the battery life was checked that day and was not nearing end of service. The patient underwent a prophylactic replacement. The explanted device is not available for return per hospital protocol. Attempts were made for additional information; however no relevant information has been received to date.